Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Complaint notification for entry was not received until 09/feb/2026. The complaint date supplied was (B)(6) 2025. Therefore, the submission due date was calculated on the complaint date and not the date of receipt. The reporting office has been advised to enter the complaint information upon notification and do not allow a backlog to collect for complaint entry.